Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 1000 mg/dl. Found that the customer used an infusion set that she had never used before. It was stated that the doctor was not releasing the customer until someone came out to the hospital to conduct troubleshooting in person. Troubleshooting over the phone was declined. Nothing further was reported.